Event description:
It was reported the (B)(6), patient, with a bsa of (B)(6) underwent a minimally invasive avr. The patient's annulus and aorta were heavily calcified. The surgeon debrided the annulus and this valve was placed w/o difficulty. The patient was unable to come off pump and the left ventricle was observed to be not moving by echo. The surgeon performed a left coronary artery bypass and the patient was still unable to come off bypass. An iabp was placed with little support because the patient's diastolic pressure was 19mmhg. The patient expired. The surgeon thought a piece of plaque went down the left main coronary artery or that the patient was not protected adequately by cardioplegia. The physician did not believe the event was device-related.